Event description:
The customer reported their AED will not power on and the asi will not flash. The AED maintenance was performed monthly by scanning for dates and checking the asi light. The battery pack is not expired and the expiration date for the pads were not reported. They did not report that this event occurred during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.